Event description:
It was reported by the clinic that upon interrogating a device, an error message occurred. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer complaint; however, there was a history of error codes in the error log. The programmer face plate had a loose screw.